Event description:
This is filed for inability to remove the lock line. It was reported that this was a mitraclip procedure to treat functional mitral regurgitation (mr) with a grade of 4+. During use, when it was first attempted to remove the lock line, it was noted to be severely tangled around the lock lever. The lock line was cut in order to remove and the clip was deployed without issue. One additional clip was implanted, and the fmr was reduced from grade 4+ to grade 1+. There was no adverse patient effect or clinically significant delay. No additional information was provided.

Manufacturer narrative:
The device was not returned for analysis. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no similar incidents reported from this lot.. Based on the information reviewed, a cause for the reported inability to remove the lock line cannot be determined. The unexpected medical intervention was results of case-specific circumstances. There is no indication of a product issue with respect to manufacture, design, or labeling.